Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the suture could not be released as the truespan 12 degree peek device kept slipping and was found to be bent. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, suture could not be released as the device kept slipping and when removed was found to be bent. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation of the returned device revealed that the suture and implants were inside the needle. Also, it was identified that the needle and sleeve were bent. The sleeve was cut to review the internal components; as a result, it was found that the needle was broken and disconnected from the shaft. A manufacturing record evaluation was performed for the finished device lot number: 6l36277, and no non-conformances were identified. Based on the information currently available. Product evaluation of the returned device indicates that the needle could have being broken due to excessive force applied during the procedure. As per (B)(4), indicate the instructions for user to handle the device at the insertion phase. Using a calibrated probe, measure the width of the meniscal tissue to be repaired. Set the adjustable depth stop to minimize tissue penetration depth, as desired. Depth stop is preset at 18 mm. Due to the condition of the device received, this complaint can be confirmed. The possible root cause can be attributed when not inserting the needle to the proper depth for deployment, can causing damage in the needle or the silicone sleeve, as well as a rough deployment, the sleeve could have damage upon fired. In this case, it can be concluded that root cause of the failure reported is due to handling of the device, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b1, b2, b5, h1: subsequent follow-up with the customer, additional information was received regarding the event. All aforementioned fields have been updated accordingly to reflect the additional information.

Event description:
It was reported by the affiliate in jordan that during a anterior cruciate ligament meniscal repair procedure on (B)(6) 2021, it was observed that the suture could not be released as the truespan 12 degree peek device kept slipping and was found to be bent. The surgeon pulled out the device and was afraid to continue its use so he decided on performing menisectomy instead of repairing the meniscus. There was a delay of approximately 20 minutes in the procedure. There were no adverse patient consequences reported. No additional information was provided.